Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the subject device displays normally for a while after turning on, then flickers, and then a blackout occurs. The issue occurred during service. There was no patient involvement.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: d8, h2, h3, h6, h11. The device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: failure of circuit (qb and gi) board. A definitive root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: the no image and flickering was due to the board failure. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.